Event description:
A journal article was received which contained information regarding this patient¿s implantable cardioverter defibrillator (ICD). The article noted that the patient required a radiofrequency catheter ablation (rfca) for ventricular tachycardia (vt). Two weeks after the rfca, vts were detected by electrocardiogram monitoring, but were not detected by the patient's ICD. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿non-response to implantable cardioverter defibrillator in a post-infarction patient with recurrent ventricular tachycardia after catheter ablation. Chin med j 2015;128:415-6.¿ without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)